Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator on their device had been illuminated and the device had logged a potentially critical event code which can affect the defibrillation energy delivery functionality. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. The event code was cleared and did not return. The device functioned properly during the evaluation. The cause of the reported issue could not be determined. The customer received a replacement device.